Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon took head out of pack and observed a tarnished smudge on surface. It did scratch off revealing high polish surface underneath. Another identical item was used and the case was completed as originally planned with no delay or medical intervention.